Manufacturer narrative:
During inspection and testing, foreign material was found on the forceps elevator due to insufficient cleaning and the probe unit was damaged due to a scratch on the acoustic lens that reached the glue layer. The reported issues (ultrasound image poor and scratch on distal end) were confirmed. The ultrasound echo signal was missing elements due to damage on the ultrasonic cable and ultrasonic probe. The distal end was scratched. In addition, the objective lens was scratched, the adhesive on the bending section cover was detached, the connecting tube was scratched, the control section was scratched, the scope connector was scratched, angulation was out of specification in all directions due to wear of the angle wire, the play in the angulation knob was out of specification due to wear of the angle wire, the forceps raising angle did not meet specification due to damage to the forceps wire, water removal ability was out of specification due to clogging of the nozzle, insulation resistance value did not meet specification due to damage on the acoustic lens, and the acoustic lens was damaged. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the ultrasound image was poor and there were scratches on the ultrasonic probe and distal end cover. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator and there was a deep scratch on the probe unit. This report is being submitted for the malfunction found during evaluation (foreign material and damage to probe unit). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, ¿scratches were found around the probe unit¿, and it was determined that the phenomenon resulted from excessive force applied. Regarding the phenomenon ¿forceps elevator has foreign material¿, there were no further information could be obtained and the foreign material could not be identified. It was observed that the glue that was supposed to be in the designated position but was missing. The probe unit cover has scratches. Transducer probe also has scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿inspection of the endoscope: 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. There was no patient/procedure involvement.